Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hs iii system3.8mm. Hospital was testing before firing and the coil wasn't wrapping up properly. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h6, h10. Corrected section: h3- changed to device discarded.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hs iii system3.8mm. Hospital was testing before firing and the coil wasn't wrapping up properly. A replacement device was used to complete the procedure. No patient involvement.